Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 13 april 2021. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2017.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, a right primary total knee arthroplasty with superiorization of the patellar component was performed without complications utilizing the attune system and smartset cement x 2. The patient was noted to have patellar baja and the patella was purposefully placed superiorly. On (B)(6) 2020, the patient underwent a right knee revision for pain and loosening of the tibial tray at the implant to cement interface. Doi: (B)(6) 2016, dor: (B)(6) 2020 (right).